Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colon resection, while resecting the colon, the device locked on tissue. The surgeon removed both the adapter and the reload and used a new reload to re-staple the tissue. Unexpected tissue damage and loss were observed due to device issue.